Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected power loss alarm noted during testing. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power loss before and after a battery change. Customer's blood glucose was 327 mg/dl at the time of incident. Troubleshooting found that the pump failed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.